Manufacturer narrative:
Section d1: brand name corrected. Section d4: model and catalog numbers corrected, UDI number corrected. Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the aortic aneurysm was genetic in origin. There was no device involvement in the patient's death and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to ruptured thoracic aortic aneurysm. The death was expected since the patient did not have an intention of transplanting, the case was essentially managed as destination therapy. The device was not explanted.